Event description:
Broken plate. Dx amputation of thumb, index and middle finger. It was determined by xray that there was a fracture of the plate. The plate was returned for investigation after a revision surgery was required. Wires were used as a replacement device.